Event description:
The customer contact reported that during testing at the user facility, it was noted that the power supply and wireless boards had burned components. Additionally, (B)(6), purchaser, stated, "r57 on the power supply board is burned beyond recognition. The power socket has cold solder joints. The peripheral board usb board has a burnt smell. These problems occurred after putting the unit back together after a thorough cleaning. Plugged the unit in and smoke started coming of the unit. This happened in the bmet shop". There were no reports of any adverse patient events and no device was in clinical use. No add'l info was provided.

Manufacturer narrative:
The device was rec'd. Investigation is not complete. This report represents all the info known by the reported upon query by hospira personnel.